Event description:
After several attempts to retract the device were unsuccessful, the surgeon cut the device off at the surface of the liver and left a part of the device in the patient. Two weeks after the incident. Their was no complaint or complication.